Manufacturer narrative:
Fixture removal surgery due to trauma. Patient fell and the fixture came loose. The procedure took place on (B)(6) 2024.

Event description:
Fixture removal surgery due to trauma. Patient fell and the fixture came loose. The procedure took place on (B)(6) 2024.